Event description:
It was reported that 3 bd plastipak¿ 50ml concentric luer lock syringes experienced broken/damaged plunger rods. The following information was provided by the initial reporter: syringes for syringe pump 50 cc have broken plunger in the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-08. H6: investigation summary: three samples were provided to our quality team for investigation. The product was visually inspected and the thumb press is observed to be broken. A device history review was performed for lot 2010063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the thumb press breaking. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment or during transport. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ 50ml concentric luer lock syringes experienced broken/damaged plunger rods. The following information was provided by the initial reporter: syringes for syringe pump 50 cc have broken plunger in the packaging.